Event description:
During product testing by baxter personnel, a colleague infusion pump was observed that did not alarm audibly on channel a. This condition has potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. This occurred after the device was received by baxter while servicing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.